Event description:
On (B)(6) 2010 03:32 pm, ((B)(4)) procedure to be performed; hysteroscopic essure occlusion. Procedure done: hysteroscopic essure occlusion to right tube. Surgeon was inserting the microinsert to the right fallopian tube, when he detached the wire from the insert, a part of the introducer was seen in the monitor left in the tube.